Manufacturer narrative:
No button error alarm noted. The button on the insulin pump had intermittent response due to moisture damage on keypad traces. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the buttons were unresponsive. Customer suspended the device and the alarm occurred, and it cleared on its own. Customer's blood glucose was 107 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.